Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this device, visual inspection revealed the header came nearly completely off the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. One of the header wires was verified to be intact. There was not body fluid contamination between the header and the case indicating the header came loose during the explant procedure. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.